Manufacturer narrative:
Based on our investigation, we can conclude that all production processes were properly followed. No issues were found during the guide's quality analysis, and the returned guide seated well on the dental model. Additionally, the guide was confirmed to be mucosa-supported as the doctor had requested. The guide instability was likely caused by the doctor using smaller diameter anchor pins than what he had originally planned with. As the anchor pin holes on the surgical guide were larger than the diameter of the anchor pins that the doctor placed, the guide was not secure on the patient's arch and may have moved during the procedure. This instability subsequently resulted in the observed trajectory deviations.

Event description:
The doctor's nobel anchor pins and ime handles (guide keys) fit loose in the guide sleeves, and the guide was unstable. During surgery, the doctor believed that the planned sinus intrusion at site #10 went well, but when the area was exposed for ridge reduction, he discovered that there was a large buccal fenestration. The area was grafted, and all other implants were successfully placed.